Event description:
New information received notes that during an in-clinic follow-up, right ventricular (rv) lead exhibited failure to capture, and the high capture thresholds and low sensing episodes reoccurred. A micro dislodgement due to patient anatomy was suspected. The lead was reprogrammed. The patient then presented for a lead repositioning procedure. Prior to the procedure, it was noted that the lead dislodged. While attempting to reposition the lead, it was noted that the lead exhibited insulation damage. The lead dislodgement and insulation damaged were alleged by the healthcare professional (hcp) to be due to patient anatomy. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. Post procedure while performing routine post operation check, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and r- wave amplitude variation. No intervention was performed, and the patient will be further monitored. The patient was in stable condition.